Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a case where a patient developed a clog, that he thinks is blood, after being implanted with a micro-stent device. The device was removed. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of clog in the device which then was explanted; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of intraoperative complications, which may have been the source of bleeding. There is also no mention of device failure. Possible root cause is that device occlusion is a known risk associated with use of the device, which is clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).